Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported alaris pump not infusing blood per programming. When tubing removed from pump, found that large air bubble in line, however pump not alarming for air in line. No adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information added to: per clinical review; revised short description and b5, added a1.

Event description:
It was reported from d6 ccbd unit that the device did not infuse the blood products per programming. Upon assessment, a large air bubble was found in the tubing set once removed from the device. Air was located from the administration set above the pump to the air in line sensor. The drip chamber was full and the tubing below was intermittently with blood. It was further noted that the device did not alarm for air in line. The facility replaced the air-in-line sensor. There were no adverse effects caused to the patient from the event. Although requested, no further information was provided.

Event description:
It was reported from d6 ccbd (hematology/oncology) unit that the device did not infuse the primary infusion of packed red blood cells (prbcs) 300ml with a duration of 2 plus hours per programming. The nurse responded to the device alarming "infusion complete" to find that the "chamber" remained full of prbcs. The nurse reprogrammed the device to infuse an additional 20ml and when completed, found that no pbrcs volume was delivered and remained in the "chamber". Upon further assessment, a large air bubble was found in the tubing set once removed from the device. Air was located from the administration set above the pump to the air in line sensor. The drip chamber remained full and the tubing below was intermittently with blood. It was further noted that the device did not alarm for air in line. The facility replaced the air-in-line sensor. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The report of a failure to alarm for air in line was not confirmed. The pcu event log shows pump module s/n (B)(6) was programmed to infuse packed red cells drugid 414) through guardrails with a rate of 87.8ml/hr and a vtbi of 322ml at 5:10 am on (B)(6)2020 and ran until 9:25 am when the device was channeled off.\ the volume recorded as being infused during this period was 367.451ml. There were no alarms observed during this period. There were no errors observed in the pcu error log for the reported event date the source device was not returned for investigation and the description stated that the air in line sensor was replaced by the facility. The device was being used for treatment. Device history review: a review of the device history record showed the device had a manufacture date of 05 june 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue, that the device did not alarm for air, during an infusion of packed red blood cells (prbcs) could not be confirmed. No product or device logs were returned for investigation. The root cause for the reported issue that the device did not alarm for air was not determined, because no product or device logs were returned. No device history search was performed, since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿failure to alarm air-in-line (ail)¿. Based on the crb review and the limited information provided, no further investigation actions will be performed.

Event description:
It was reported from d6 ccbd (hematology/oncology) unit, that the device did not infuse the primary infusion of packed red blood cells (prbcs) 300ml. With a duration of 2 plus hours per programming. The nurse responded, to the device alarming "infusion complete" to find that the "chamber" remained full of prbcs. The nurse reprogrammed, the device to infuse an additional 20ml and when completed, found that no pbrcs volume was delivered and remained in the "chamber". Upon further assessment, a large air bubble was found in the tubing set once removed from the device. Air was located from the administration set above the pump to the air in line sensor. The drip chamber remained full. And the tubing below was intermittently with blood. It was further noted, that the device did not alarm for air in line. The facility replaced the air-in-line sensor. There were no adverse effects caused to the patient from the event.

Event description:
It was reported from ccbd (hematology/oncology) unit that the device did not infuse the primary infusion of packed red blood cells (prbcs) 300ml with a duration of 2 plus hours per programming. The nurse responded to the device alarming "infusion complete" to find that the "chamber" remained full of prbcs. The nurse reprogrammed the device to infuse an additional 20ml and when completed, found that no pbrcs volume was delivered and remained in the "chamber". Upon further assessment, a large air bubble was found in the tubing set once removed from the device. Air was located from the administration set above the pump to the air in line sensor. The drip chamber remained full and the tubing below was intermittently with blood. It was further noted that the device did not alarm for air in line. The facility replaced the air-in-line sensor. There were no adverse effects caused to the patient from the event.